Manufacturer narrative:
Field service engineer replaced the powerhead keyboard assembly and verified operation according to service manual. After repair, the field service engineer returned the unit to service.

Event description:
On (B)(6): customer reports during movement of both a and b side rams, the rams would continue to move forward when the technologist released the button. Injector did not malfunction during any injection protocols, only during purging of the syringes. No reported injury.